Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I result which was questioned by the physician for one patient. The following results were provided: (B)(6) 2025, sid (B)(6), initial troponin result at the teterow site on architect i1sr01995= 170.8 pg/ml sid unknown, at the gustrow site on alinity ai03701 the troponin result= positive (no actual results provided). On siemens at sudstadt rostock clinic troponin result=< 3 ng/l. Laboratory reference range for troponin men =< 34 pg/ml. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I stat high sensitive troponin-I assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 67381ud00. A device history record review did not identify any nonconformances, potential nonconformance or deviations associated with lot number 67381ud00. The overall performance of alinity I stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The patient median values for the complaint lot is within the established limits and comparable to the historical reagent lot performance. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I lot 67381ud00 was identified.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I result which was questioned by the physician for one patient. The following results were provided: (B)(6) 2025, sid (B)(6), initial troponin result at the teterow site on architect i1sr01995= 170.8 pg/ml. Sid unknown, at the gustrow site on alinity ai03701 the troponin result= positive (no actual results provided). On siemens at sudstadt rostock clinic troponin result=< 3 ng/l. Laboratory reference range for troponin men =< 34 pg/ml. There was no impact to patient management reported.